Event description:
It was reported that shaft break occurred. A 2.25mmx15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the hypotube was broken. The procedure was completed with another balloon catheter. No patient complications were reported.